Event description:
It was reported that (2) devices were used during a diagnostic laparoscopy. It was reported by the rep that the surgeon tried to insert the 5mm dilating tip trocar into the abdomen. The surgeon verified that the blade was activated and the shield would not retract back to expose the blade. Two trocars were tried and a 3rd one went in from a different lot number. There was an extended or time of 20 mins.